Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was no longer using the sensor because sensor reading were 50 to 150 points difference. Customer's mother does not recall exact readings. Customer stated the sensor was uncomfortable and has not used it for a month. Customer stated the device would go into threshold suspend, shut off, and blood glucose would rise in the 600 mg/dl range. Threshold suspend was set at 60. No further information reported.